Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11j11012 and h11i29056 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with additional information from the nurse in the USA of gallstones, gastrointestinal tract problem and peritonitis with culture positive for klebsiella in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date the patient experienced an unspecified gallbladder problem. On (B)(6) 2012, the patient was diagnosed with peritonitis. Treatment was not reported. The peritonitis was recovering. Information was received from the nurse, which medically confirmed this case. The nurse confirmed the date of diagnosis of the peritonitis. Treatment for the events was not reported.